Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were in emergency room. The customer¿s high blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was in emergency room on (B)(6) 2019 in the afternoon due to diabetic ketoacidosis with blood glucose was 600 mg/dl. The customer's high blood glucose treated with intravenous insulin. The customer also had high ketones and nausea which lead to hospitalization.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was in emergency room on (B)(6) 2019 in the afternoon due to diabetic ketoacidosis with blood glucose was 600 mg/dl. The customer's high blood glucose treated with intravenous insulin. The customer also had high ketones and nausea which lead to hospitalization.